Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the original information indicated that when the patient charged her device to full and within an hour the implantable neurostimulator battery was empty, that the patient saw the 3 tear drops on the recharger, but it was unknown if she also saw the top rows of icons. Within the last 6 charging episodes, with only 1 recharging episode the patient had recharged up to 90%. The patient had a fluctuating average coupling with recharging ranging from 2-7 coupling boxes. During one recharge session on (B)(6) 2016, it was noted that the patient had charged for 229 minutes with an average coupling of 3 bars, and during another recharge session, the patient had charged for 48 minutes with an average coupling of 2 bars. The three programs in group a were calculated for a longevity estimate, and it was determined that if the stimulation was on for 24 hours a day, that it would last 2.03 days. It was also noted that the stimulation was turning itself off and that the recharging interval had started changing since (B)(6) 2016. Additional information received from the patient via the manufacturer representative on (B)(6) 2016 that reported that the patient¿s implantable neurostimulator was draining at a normal rate based upon the data provided by technical services (battery longevity estimates). The rate, pulse width, and amplitude of all three programs in group a were used to calculate the estimated battery usage as group a is the group that the patient uses. The reason that the implantable neurostimulator was shutting off remains undetermined. The patient used conventional stimulation groups on (B)(6) 2016 through (B)(6) 2016 and during these 10 days, the implantable neurostimulator shut off one time on (B)(6) 2016 while the patient was sitting up in bed. The patient turned it back on with the patient programmer, and there were no other incidents. The manufacturer representative had the patient use conventional stimulation to try to determine if adaptive stimulation was the cause, but because of that occurrence, it was determined not to be. The patient stated that if this shutting off continues to occur with such infrequencies, that she would rather ¿live with it¿ rather than undergoing a surgery for replacement. If the frequency accelerates and the shutting off of the unit occurs several times per day, she would prefer a replacement. It was noted that there would be a follow-up two weeks from the time that the additional information was received to determine if the frequency of the device turning off increases now that the patient has the adaptivestim reactivated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the after the patient¿s battery replacement they were charging once a month, then it went to every other week, and now it¿s every two days. It was noted that the patient had charged their device to full, and within an hour the battery is empty. Charging statistics were reviewed. It was noted that the stats showed the patient did not have any recharging sessions up to 100% charged within the last 6 sessions. The rep stated that all electrode impedances were within normal limits. It was also reported that the patient feels stimulation off on all positions, when they have their stimulation turned on. It was mentioned that the patient did not check their stimulation status with their programmer, and that they use their recharger to turn stimulation on when they feel it is off. The rep stated they will program the adaptive stimulation off, and re-program the patient in 1 week. The patient last indicated their stimulation was off on (B)(6) 2016 in the lying down and upright position. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Date corrected to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.